Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient was admitted for bacteremia and on (B)(6) 2022 at 07:09, they had some low speed advisories. The patient does not remember the low speed event but stated that they had an episode of shortness of breath while standing in the morning after going to the restroom which led to an increase in their oxygen temporarily. Log file analysis revealed that the speed drop below the low limit was caused by someone activating the pump stop button at the system monitor. There were no other unusual events recorded in the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of bacteremia could not conclusively be determined through this evaluation. Additionally, review of the submitted log file identified low flow hazard and low speed hazard events associated with the pump stop button being pressed on the system monitor. The submitted log file captured transient low flow hazard and low speed hazard events on (B)(6) 2022 that appeared to be the result of a motor stop command being received from the system monitor. The pump stop button on the system monitor was momentarily pressed, causing the speed to decrease. The pump stop button was then released, allowing the speed to increase until the button was momentarily pressed once more. When the pump stop button was released for the second and final time, the pump returned to its fixed speed, as designed. The pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook (phb) c are currently available. Section 1 of the hmii IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, pump pocket) that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 4 of the hmii IFU entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 of the hmii IFU entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 of the hmii phb entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.